Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd plastipak¿ plastic concentric luer-lock syringe, the sterility of the unit package was compromised. The following information was provided by the initial reporter: we noticed that several syringes are badly packed; not sealed; not sterile.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 15-jun-2022. Investigation summary: one sample was provided to our quality team for investigation. Upon visual inspection, the sealing cord is observed to be opened. A device history review was performed for reported lot 2201007, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results were reviewed and verified the packaging met required specification. While we cannot identify a direct issue, this issue was likely a result of a failure in the packaging process, although the device records do not indicate any issues or a definitive cause related to this.

Event description:
It was reported that prior to using a bd plastipak¿ plastic concentric luer-lock syringe, the sterility of the unit package was compromised. The following information was provided by the initial reporter: we noticed that several syringes are badly packed -> not sealed -> not sterile.